Manufacturer narrative:
D6b explant date provided. E4 and h6 health effect - impact code f12 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted for escalation of care from an impella cp. The impella 5.5 was surgically inserted into the right subclavian artery in a 45-year-old male with a history of a prior coronary artery bypass graft (CABG) and coronary artery disease (cad). The patient presented with cardiomyopathy, acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage d shock, and was on extracorporeal membrane oxygenation (ECMO), multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. Three units of blood were transfused for a hemoglobin (hgb) of 7.8 the axillary site was noted to have no oozing or bleeding, and the pocket was appropriate per the physician. The impella cp explant site was closed with perclose and no issues were noted to the site. Intra-operatively, the physician decannulated the arterial/venous cannula on the opposite groin site, and a surgical closure was required due to an arterial tear. A surgical wound vac was placed at the site. The CT scan was inconclusive for bleeding. The platelets were noted to be low, and the plasma free hemoglobin (pfhg) was 15. A heparin induced thrombocytopenia (hit) panel was sent because the team thought the patient was hit positive and planned to switch to argatroban and remove heparin from systemic infusions. The patient was also taken to interventional radiology (ir) to stop bleeding from the palatine artery in the vicinity of the inferior mandible area. The bleeding began again the next morning in the intensive care unit (ICU). It was also noted that the patient's urine was amber. The post-procedure outcome is unknown. The impella 5.5 will be coded for anemia, major bleed, vascular dissection, surgical intervention, thrombocytopenia, medication required, hematuria, additional device required, and serious injury. These findings are consistent with the clinical condition of a critically ill patient. Bleeding, hemolysis, and thrombocytopenia are listed as potential adverse events and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Corrected data a01 removed from h6 h6 updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: anemia/major bleed/vascular dissection/thrombocytopenia/hematuria/ peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.